Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 52 mg/dl and the insulin pump went into threshold suspend but his blood glucose is 205 mg/dl. Customer stated that the sensor works well during the day but not at night. She does not sleep on the side where the sensor is inserted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.